Event description:
A patient contacted baxter (B)(4) regarding assistance with a system error 2240 while using the homechoice during a drain. The patient stated she disconnected from the hc and had already cleared the system error 2240. The patient stated she was in the last drain. (B)(4) explained that a large amount of air had entered into the disposable set. (B)(4) then advised the patient to close the clamps, disconnect, and discard the supplies. (B)(4) also advised the patient to finish therapy with manual supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot information was unavailable; therefore, a batch review was not performed. Review of the labeling finds the homechoice apd systems at-home guide is adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).